Event description:
It was reported to philips that the system could not start up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary procedure was performed when the issue happened. The coronary procedure was completed as planned by moving the patient to another room. Philips field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, fse found an error message related to the pdu fan tray and dcps. Upon troubleshooting, fse found a defective pdu fan tray and dcp. To resolve the issue, fse replaced the pdu fan tray and dcps and the part is return for further analysis, but no failure found. After pdu fan tray and dcps replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.